Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia. Name: medtronic minimed. Country: united states of america. (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that patient experienced low blood glucose event and was treated by suspending insulin delivery from the pump and by consuming carbohydrates and sugar event on (B)(6) 2026.